Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported a device latch failing intermittently, which was reproduced. Evaluation found that unit did not recognize that door was open. The intermittently failed latch was verified and found to be caused by a failed upper hook switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a latch failing intermittently. There was no known patient injury or medical intervention associated with this event. No additional information is available.